Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose level was 430 mg/ldl. The customer was successfully assist in rewinding and priming insulin pump/set. The customer was advised to call helpline 24/7 to assist him with the insulin pump any time he needs assistance.